Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer but it has not yet been returned. The alleged product issue could not be confirmed. If it is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature separation as a potential complication associated with use of the device.

Event description:
As reported, plug not releasing properly. Removal impossible. Removal via catheter and analysis of plug, plug cut in half. No patient harm reported.

Manufacturer narrative:
The investigation found the implant coil damaged and separated from the pusher with the monofilament exposed. The pusher was not returned for evaluation. The investigation found the exposed monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. As the pusher was not returned, the investigation could not test for or further assess the alleged non-detachment issue described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
See h11 for product investigation.